Manufacturer narrative:
Device code: (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the lung during an airway balloon dilation procedure performed on (B)(6). 2022. During the preparation, it was noticed that the tip of the balloon had a pinhole leak. The procedure was completed with another cre pulmonary dilatation balloon. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications reported as a result of this event.